Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foreign matter was observed in two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The issue was identified after mixing in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 06, 2022 - may 08, 2022. H10: two (2) actual samples were received for evaluation. Visual inspection was performed along with magnification with the fill port caps removed which did not identify any abnormalities that could have contributed to the reported condition. No foreign matter was observed in all samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.